Manufacturer narrative:
Findings: unit received with broken reservoir tube lip and reservoir does not stay locked in. Unit received missing o-ring. Unit received with cracked case at display window corners and case at reservoir tube window corners. (B)(4)

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was over 600 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated there are missing pieces on their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.